Event description:
The tack endovascular system (tes) was used to treat the distal sfa. The first five tacks were deployed successfully. The sixth tack was not intended to be deployed; however, the patient moved her leg, and was inadvertently deployed in the common femoral artery. An attempt was made to retrieve the tack by putting the sheath over it but could not be retrieved. A balloon was used to post dilate and to ensure proper wall apposition of the sixth tack. This adverse event and product problem is being submitted because the sixth tack was inadvertently deployed, requiring additional intervention, but retained in patient.

Manufacturer narrative:
Block a2/a4: the patient's dob or age at time of event and weight are unknown. Block b6: patient information regarding relevant tests/laboratory data is unknown. Block h3: the tack device was not returned, thus no returned product investigation was performed. Block h6: based on the complaint details, the patient moved her leg causing the tack to be inadvertently deployed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.